Manufacturer narrative:
Multiple attempts have been made to the hospital to obtain the product in question. The hospital will not return the product in question, therefore, an investigation could not be conducted.

Event description:
The complaint was that the tip caused trauma to the bowel of the patient, which was not considered to be a serious injury by the hospital, but it extended the surgery time.